Manufacturer narrative:
Concomitant medical products: a2dr01 ipg; implant date: (B)(6) 2020, 383069 lead; implant date: (B)(6) 2020, 3387s-40 dbs lead; implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one week post implant that the right atrial (ra) lead had dislodged and was confirmed by x-ray. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.